Event description:
A report was received that a patient was having charging issues. The patient also reported that she met with an accident and since than her ipg site is tender and painful to touch. The physician explanted the ipg and the leads. The physician commented that " the site does not look infected and it has nothing to do with the device." The patient was placed on IV antibiotics. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
A returned product analysis indicated that the complaint of the inability to fully charge the ipg was not confirmed. The ipg exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. No complaints about the functionality of the leads were reported. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient was having charging issues. The patient also reported that she met with an accident and since then her ipg site is tender and painful to touch. The physician explanted the ipg and the leads. The physician commented that "the site does not look infected and it has nothing to do with the device." The patient was placed on IV antibiotics. The patient was reportedly doing well after the explant procedure.